Event description:
The customer reported the system had a communication error with exposure lights flashing and no image or radiation. This error may result in a system lock up, no boot, or shut down situation. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the power supply switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.